Event description:
It was reported an infection was present at the ipg and lead site causing the patient pain. As a result, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.